Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
Patient has been experiencing pain, squeaking, popping, rashes, aches all over body and erectile disfunction. Left hip implanted (B)(6) 2003.

Manufacturer narrative:
A review of the provided medical records by a medical consultant noted that there was no confirmation of the complaints noted in the event description and no x-ray evidence of pathology as of (B)(6) 2015. There is no evidence of faulty component design, manufacturing or materials being responsible for these event descriptions. A review of the device history records indicated that all the devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The complaint history review revealed one other report for the subject lot from the same patient.

Event description:
Patient has been experiencing pain, squeaking, popping, rashes, aches all over body and erectile disfunction. Left hip implanted on (B)(6) 2003.